Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during reprocessing of the permanent cautery spatula instrument, it was noted that the right hand was broken. No missing or fallen pieces were reported. On (B)(4) 2013, intuitive surgical inc. (Isi) received additional information from the customer, it was then clarified that the instrument had two tips, but one tip was noted to be broken of the instrument.